Manufacturer narrative:
Patient identifier: (B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported that post a coronary stenting treatment procedure stent thrombosis occurred. (B)(6) 2010: the 3x8mm, 90% stenotic lesion located in the distal body of the saphenous vein graft to the distal left circumflex artery was direct stented with a 3.0x16mm taxus liberte stent. The patient was discharged on aspirin and prasugrel. (B)(6) 2013: the patient presented with chest pain. The saphenous vein graft to distal left circumflex artery was proximally occluded with haziness (thrombus) suggestive of a recent occlusion and was treated with pre-dilatation and overlapping placement of a 3.50x32mm ion stent and a 3.50x28mm promus stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.